Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Initial reporter postal code : (B)(6) postal code is less than 5 digits, a leading zero is added due to the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer observed false positive architect anti-hbs results for a patient while running on the architect i2000sr analyzer. The following data was provided on (B)(6) 2021 (anti-hbs reference range: >/= 10.00 miu/ml is protective): sid (B)(6) = anti-hbs initial result = 10.65 miu/ml, repeat = 4.56 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The customer observed error code 3700 and service was dispatched. Service inspected the instrument and determined the valve, manifold kit (rohs) pn 7-77612-03 the likely cause and replaced. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for isr05816. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending was reviewed and did not identify any trends for the valve, manifold kit (rohs) pn 7-77612-03 or for the architect i2000sr analyzer (isr05816). Device historical analysis was reviewed and determined no non-conformances or deviations were identified for the issue associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified. A1: patient identifier: initial: ni / updated: (B)(6).